Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "rupture of the [side] implant with pain and swelling" and "the implant was found completely ruptured with deep silicone gel in the entire pocket area. A defined capsule structure was no longer distinguishable". Later, patient reported "noticed changes in my breasts and a slight enlargement¿, ¿pain in my [side] breast and further enlargement¿, ¿the pain intensified significantly, and my breasts continued to enlarge considerably¿. This record is for the right side. Device has been explanted.